Manufacturer narrative:
The event consisted of damage reported to the console display hinge. No impact to the pump to provide therapy or any clinical impacts to the patient. So the event is not reportable to FDA.

Event description:
N/a.

Event description:
It was reported by customer that cardiosave intra aortic balloon pump (iabp) had encountered screen monitor hinge defective while preparation. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.